Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor was inserting the catheter over the guidewire when it got stuck inside the catheter and when he tried to pull back there was initial resistance, then the wire unraveled, then a fiber piece of the wire came loose and pricked the doctor on his thumb (clinician skin prick documented in MDR #1036844-2017-00449). He then had to abandon the procedure and removed the catheter over wire assembly.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor was inserting the catheter over the guidewire when it got stuck inside the catheter and when he tried to pull back there was initial resistance, then the wire unraveled, then a fiber piece of the wire came loose and pricked the doctor on his thumb (clinician skin prick documented in MDR #1036844-2017-00449). He then had to abandon the procedure and removed the catheter over wire assembly.